Event description:
Five to six pt events with this device: once IV tubing connected to new IV sites, the IV tubing would not run fluid either on the pump or off the pump. This resulted in pts receiving a second IV start as the nurses believed it to be the IV site not the IV tubing as what was causing the problem. When the IV tubing was changed to a different tubing set, the IV fluids ran both on and off the IV pumps.